Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Unique identifier (UDI)-unknown.

Event description:
It was reported that holes on the package appear. Description: "several packages of bd plastic brand tapered tip syringes lot: 2407060 (exp: 2029-06-30) and lot 2501090 (2029-12-31) have holes in the syringe tip and the wide base of the syringe. The holes on the package appear to be clean and machine-made and not related to storage or transport in the baxter." Additional information: could you confirm whether the holes are only in the packaging or in both the packaging and the syringe? Only the packaging.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, small holes were observed within the paper portion of the package, verifying the reported concern. A device history review was performed for reported lot 2407060 and 2501090, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Six retained samples of each reported lot were used for additional evaluation. All packages were intact and no damage was observed. While we could not identify a direct issue, it is likely the damage occurred when the products were placed into the shelf cartons. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.